Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet exhibited abnormal battery depletion, with charge decreasing from 100% to approximately 50% within a day, leading the user to carry a charger and perform frequent charging; a review of engineering logs corroborated the battery performance issue, and the device was identified as a replacement unit. Symptoms included no reported adverse health effects. Outcomes included no impact to health and no hospitalization. Investigation included review of engineering log data and confirmation of device history. Investigation of this device revealed evidence consistent with battery performance degradation in the ilet main unit. It was concluded, based on previously established findings for similar reports, that the cause was device component performance related to the battery subsystem.